Manufacturer narrative:
The marathon micro catheter was returned for analysis. Embolic material residue was observed within the microcatheter hub. No damages or issues were found with the hub. The returned microcatheter appears to have separated at the fuse joint. Approximately 25.0cm of the microcatheter distal floppy segment was not returned. The missing segment was reported to have been left within the patient. The distal broken end exhibited jagged edges and stretching damage. The microcatheter was attempted to be flushed but was found to be occluded with embolic material. No other damage or irregularities were noted on the device. Based on the reported information and device analysis, the report of catheter separation was confirmed. It is likely that the microcatheter became entrapped during the embolization procedure due to excessive embolic material reflux. Consequently, excessive tension was then applied to the micro catheter resulting in the separation of the catheter shaft. It is likely the microcatheter was pulled beyond the 20cm limit noted in the instructions for use (IFU). The tubing material at the distal separated end of the micro catheter exhibited plastic deformation which indicated the separation occurred when exceeding the tensile strength of the tubing material. Per the marathon flow directed micro catheter IFU: if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation. (B)(4).

Event description:
Medtronic received report that during the liquid embolization of dural arteriovenous fistula (avf), the catheter was reported to have separated at the distal section, as it was entrapped by the embolic material within the external carotid branch. The distal section of the catheter was not removed and 2 coils were used to push the separated segment into the distal vessel. The patient was asymptomatic and no additional medical intervention was required. The anatomy was reported to have been moderate in tortuosity. Access vessel was the middle meningeal. 3 different catheters were used, it is unknown which of these 3 lots (a382700 / a356631 / a356629) was one that separated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.